Event description:
New information states that undersensing was noted. The lead measurements were fine in unipolar settings but malfunction were noted in bipolar settings.

Manufacturer narrative:
The reported events of no capture, no sensing and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual and x-ray examinations of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was not capturing at max output, and impedance and p waver were low. The lead was reprogrammed. The lead was later explanted and replaced. Testing through psa confirmed no sensing, no capture and low impedance. The patient was stable throughout.